Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the biomed that the shaver is blocked. No further information provided. The customer requested a loaner.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The motor was found to be corroded which caused the motor rotation to be blocked, therefore it was replaced. A DHR review was not possible as the supplier did not recognize the serial number provided. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the corroded motor. When the motor is corroded it has the potential to cause the motor to seize, thus causing other functionality issues, therefore is a potential root cause for the reported suction failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.